Event description:
Per the clinic, the patient experienced poor performance due to tip foldover of the electrode array. The device was explanted (B)(6) 2021, and the patient was reimplanted with another cochlear device during the same surgery.